Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had a reservoir leaks. The customer¿s blood glucose level was 15 mmol/l at the time of the incident. The customer ¿s mother reported leak at the second o ring during the prime fill tubing process. The customer did not troubleshoot the issue. The reservoir will not be returned for analysis.